Event description:
This case was related to case: (B)(4) (cluster) this unsolicited case from united states was received on 20-nov-2017 from other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after 2 days had left knee pain, left knee swelling and aspirated 80 cc of straw color fluid no relevant concomitant medications, medical history and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose and indication: not provided; batch/lot number: 7rsl016a and expiration date: may-2020) in left knee. On (B)(6) 2017, after 2 days of receiving injection, patient had pain and swelling. Patient had tried ice and elevation. Patient was injected by personal assistant who and saw her back and aspirated 80 cc of straw color fluid. Patient was given a cortisone injection. Corrective treatment: cortisone, ice and elevation for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50549 the production and quality control documentation for lot # 7rsl016a expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl016a no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 07-dec-17, there were a total of 2 complaints on file for lot # 7rsl016 and all related sub-lots: (1) broken luer-lok hub and (1) adverse event report. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criterion: required intervention for all events additional information was received on 12-dec-2017. Global ptc number and results were added. Text was amended accordingly.

Event description:
This case was related to case: 2017sa234288 and 2017sa234302 (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after 2 days had left knee pain, left knee swelling and aspirated 80 cc of straw color fluid no relevant concomitant medications, medical history and concurrent conditions were reported. Patient. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose and indication: not provided; batch/lot number: 7rsl016a and expiration date: may-2020) in left knee. On (B)(6) 2017, after 2 days of receiving injection, patient had pain and swelling. Patient had tried ice and elevation. Patient was injected by personal assistant who and saw her back and aspirated 80 cc of straw color fluid. Patient was given a cortisone injection. Corrective treatment: cortisone, ice and elevation for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all events.